Event description:
It was reported that the patient presented at office consultation because the device was not working properly. A surgical procedure was performed two weeks later and it was found a crack in the pump connecting tube. The pump was removed and replaced and there were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ipp pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the component. The tubing was identified to be cut down of the pump and it was not returned for analysis. Based on the information available and analysis results, the reported clinical observation of hole/perforated was unable to be confirmed.

Event description:
It was reported that the patient presented at office consultation because the device was not working properly. A surgical procedure was performed two weeks later and it was found a crack in the pump connecting tube. The pump was removed and replaced and there were no additional patient complications reported.